Event description:
The facility stated a silicone lens model aq2010v was damaged upon receipt. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
Evaluation results: results- (other): visual inspection of the lens showed evidence of surgical residue which indicates an attempt to implant the lens and one haptic was torn.